Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of evaluation.

Event description:
It was reported that multiple altitude alarms occurred. Additionally it was reported that the pump battery was depleting quickly and it was reported that the pump shut off unexpectedly. Customer experienced an elevated blood glucose (bg) level of 560 mg/dl and high levels of ketones due to high altitude alarm. The customer¿s mom assisted the customer by administering the customer a manual injection to address bg. Reportedly, the customer had manual injections available as alternate insulin therapy until replacement pump arrives.